Event description:
Device malfunction: device #2 suture unraveled. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the device was deployed; however, when the sutures were collected, they were unraveled. A second proglide was attempted with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Device #1, proglide part # 12673-03, lot# 68154-6h, is being filed under medwatch MFR # 2953144-2008-01775. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.